Event description:
It was reported that during testing, prior to an anterior-posterior spinal fusion case, the attachment device was "swiveling/moving when in use". There was a fifteen to twenty minute delay to the planned surgical procedure as a spare identical device was retrieved for use. The reporter stated that "the patient was not in the room and not in anesthesia at the time the event occurred. The patient was in the holding area when the event occurred." No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual sample was returned for evaluation. (B)(4) evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.